Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for the past 4 months they have had issues with charging their implant, charging their controller and their recharging waist belt tore. Pt said that the implant takes hours to charge and when they charge they have to get in an awkward position that makes their chronic pain worse. Pt said they have to sit, turn sideways to almost leaning on their battery with the device (recharger) to charge the implant or they need to lean upwards or have to bend at the waist. Pt also said that the recharger paddle is getting hot. Pt said that they feel the recharger paddle burning on their back while charging their implant; pt said they didn't get physically burned. Pt then said that they have noticed that their controller won't charge unless they stretch the ac power supply cord and set the controller just right; pt said they think there is a short in the cord. Pt said their intellis recharging waist belt also tore. Pt saw no visible damage to the controller port or recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger, intellis 97745 ac power supply m947656a and intellis recharging belt m943899a. See case (B)(4) for the report of therapy issues and pain. Pt reports that they got the replacement parts but says their controller screen will go blank and they cant wake the screen up. Pt has not yet tried resetting controller. I had them reset controller, and they will see if this fixes the issue. They will call pats back for a controller replacement if needed additional information was received from the patient. They reported that they were experiencing pain and the issue began for a while. Patient hadn't used their device for a while because they had trouble charging the and the a cord that went into the controller was replaced. Patient started having worse pain today so they started charging their implant. Patient stated the memory problem message displayed on the controller. During the call patient service walked patient through setting up the controller. Pt adjusted date and time settings on the controller. Patient noted the no device found message displayed on the controller. Pt was about to charge the implant then the battery empty cannot continue recharge the controller message displayed. Patient service advised patient to charge the controller then to call back for troubleshooting. Pt would also have an MRI next week and ps reviewed MRI mode information and to call back to put their device into MRI mode.

Manufacturer narrative:
Continuation of d10: product ID m943899a lot# serial# unknown implanted: explanted: product type accessory product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), b3: event date is year valid h3: analysis found no issues with recharger telemetry module (rtm) charging the implantable neurostimulator (ins). Unable to duplicate rtm getting hot while testing. No visual anomalies observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.